Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a female patient born on (B)(6) 1978 of unknown origin. Medical history included type 1 diabetes mellitus since 1994. Concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, dose and frequency adjusted according to blood glucose meter and carbohydrates counting, subcutaneously, for the treatment of type 1 diabetes mellitus, beginning in 1994. It was reported that insulin lispro was delivered via another manufacturer device and also via a humapen luxura hd, it was unknown the dates that patient started to use each pen and if they were used concomitantly or not. Also, it was reported that sometimes the patient used a syringe to apply insulin lispro. Moreover, on an unspecified date, the patient started to receive insulin glargine (lantus) at unknown dose, frequency, route of administration and indication for use. On an unspecified date (reported as (B)(6), but the year was not provided), unknown time after beginning insulin lispro therapy via humapen luxura hd, and insulin glargine therapy, the patient experienced hypoglycemia, her glycemia reached 11 (unit and normal range not provided) and she had to be removed from her work in a wheelchair, however, no further details regarding corrective treatments and outcome was provided. The hypoglycemia at 11 was considered as serious due to life-threatening criteria by the company. Moreover, it was reported that her device from the another manufacturer, had a crack in the middle of body pen, at the level of cartridge holder. Then, due to that, the patient glued the pen with super glue and continued using, however, the super glue detached and the cartridge holder became a little inclined. For this reason, the patient was unsure about how many units she was applying of insulin lispro. According to reporter, sometimes when the patient placed the another manufacturer device on her skin the plunger went down without resistance, as if it was empty, due to that, the patient believed that insulin lispro was not being applied and when the patient measured her glycemia, it was high. Information regarding corrective treatments and outcome for possible wrong dose, drug dose omission and high glycemia was not provided. Also, it was reported that the patient usually had several episodes of hypoglycemia and at the night of (B)(6) 2016, the patient experienced another episode of hypoglycemia and her glycemia was at 54 (unit and normal range not provided), then, as corrective treatment she ate a banana and drunk orange juice. The outcome for this second episode of hypoglycemia was not provided. The patient waited only 3 seconds with the needle into the skin when applying insulin and she always reused needles. At the time of report the insulin lispro therapy was ongoing. The patient operated the device and it was unknown if she was trained. The device model and the reported device were used for unknown period of time. As there was no reported complaint, the return of humapen luxura hd was not expected. The reporting consumer related the possible wrong dose and drug dose omission to the problems presented by the device of another manufacturer. Also, the high glycemia was related to drug dose omission. No other assessment of relatedness was provided. Update 04oct2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 05oct2016: additional information was received from reporting consumer on 04oct2016 and from call center on 05oct2016. Removed humapen luxura unknown device from the case and updated device paragraph; updated assessment of relatedness. Updated narrative and corresponding fields accordingly. Edit 06oct2016. Updated the medwatch fields to remove reference to the humapen luxura unknown device that was removed. Update 11oct2016: non medically significant information was received from initial reporting consumer on 10oct2016.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 26oct2016. No further follow up is planned. Evaluation summary: the patient experienced increased blood glucose while using a humapen luxura hd (lot unknown). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use of the device. It was reported the patient reused needles and did not wait 5 seconds after injection. There was no product complaint relative to pen function, and the use errors may not be relevant to the event of hypoglycemia. The device user manual indicates that a new needle should be used with each injection and user should hold injection button for 5 seconds after injection is completed before removing needle from skin.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a female patient (B)(6) of unknown origin. Medical history included type 1 diabetes mellitus since 1994. Concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, dose and frequency adjusted according to blood glucose meter and carbohydrates counting, subcutaneously, for the treatment of type 1 diabetes mellitus, beginning in 1994. It was reported that insulin lispro was delivered via another manufacturer device and also via a humapen luxura hd, it was unknown the dates that patient started to use each pen and if they were used concomitantly or not. Also, it was reported that sometimes the patient used a syringe to apply insulin lispro. Moreover, on an unspecified date, the patient started to receive insulin glargine (lantus) at unknown dose, frequency, route of administration and indication for use. On an unspecified date (reported as (B)(6), but the year was not provided), unknown time after beginning insulin lispro therapy via humapen luxura hd, and insulin glargine therapy, the patient experienced hypoglycemia, her glycemia reached 11 (unit and normal range not provided) and she had to be removed from her work in a wheelchair, however, no further details regarding corrective treatments and outcome was provided. The hypoglycemia at 11 was considered as serious due to life-threatening criteria by the company. Moreover, it was reported that her device from the another manufacturer, had a crack in the middle of body pen, at the level of cartridge holder. Then, due to that, the patient glued the pen with super glue and continued using, however, the super glue detached and the cartridge holder became a little inclined. For this reason, the patient was unsure about how many units she was applying of insulin lispro. According to reporter, sometimes when the patient placed the another manufacturer device on her skin the plunger went down without resistance, as if it was empty, due to that, the patient believed that insulin lispro was not being applied and when the patient measured her glycemia, it was high. Information regarding corrective treatments and outcome for possible wrong dose, drug dose omission and high glycemia was not provided. Also, it was reported that the patient usually had several episodes of hypoglycemia and at the night of (B)(6) 2016, the patient experienced another episode of hypoglycemia and her glycemia was at 54 (unit and normal range not provided), then, as corrective treatment she ate a banana and drunk orange juice. The outcome for this second episode of hypoglycemia was not provided. The patient waited only 3 seconds with the needle into the skin when applying insulin and she always reused needles. At the time of report the insulin lispro therapy was ongoing. The patient operated the device and it was unknown if she was trained. The device model and the reported device were used for unknown period of time. The device was not returned. The reporting consumer related the possible wrong dose and drug dose omission to the problems presented by the device of another manufacturer. Also, the high glycemia was related to drug dose omission. No other assessment of relatedness was provided. Update 04oct2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 05oct2016: additional information was received from reporting consumer on 04oct2016 and from call center on 05oct2016. Removed humapen luxura unknown device from the case and updated device paragraph; updated assessment of relatedness. Updated narrative and corresponding fields accordingly edit 06oct2016. Updated the medwatch fields to remove reference to the humapen luxura unknown device that was removed. Update 11oct2016: non medically significant information was received from initial reporting consumer on 10oct2016. Update 26oct2016: additional information received on 26oct2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and (B)(6) required device reporting elements and updated the narrative.